Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the rca exhibiting 98% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent could not pass the lesion and stent deformation occurred in vivo during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image shows a ¿not passing¿ situation statement. Photo 2; image shows a portion of a shelf carton, a luer and a stent of a device. Deformation is evident to the distal stent wraps with struts appearing raised. The lot number printed on the luer of the device corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.